Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen catheter for evaluation. The box clamp was located just below the juncture hub and there was a 10ml syringe attached to the distal extension line. Visual examination of the catheter did not reveal any defects or anomalies. The returned catheter body measured to be 319 mm which is within specifications of 307-327 mm per product drawing. The returned catheter was tested for liquid leakage. The catheter was attached to a leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter; therefore, the sample passed functional testing. All 3 extension lines were tested. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review was performed and no relevant manufacturing issues were identified. No problem was found with the returned catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that medical agent was found leaking during the catheter placement. Therefore, the kit was replaced with a new one.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that medical agent was found leaking during the catheter placement. Therefore, the kit was replaced with a new one.